Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The resolution involved the technical support team providing detailed instructions for performing a pump reset, and the caller successfully carried out the sensor session without further issues.